Event description:
It was reported that a user experienced rising blood glucose after a supply change on an ilet system and did not observe insulin drops during priming; the agent guided the user through a complete supply change with a 23-inch, 6 mm set. Symptoms included hyperglycemia. Outcomes included no alarms and no escalation to medical care. Investigation included telephonic troubleshooting and user re-education on proper priming and supply change steps. Investigation of this case revealed no confirmed device malfunction and suggested a probable infusion or priming issue given the absence of observed drops before the successful full supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.